Event description:
During the procedure the arthroscopic shaver emitted metal shavings into the patient. No patient injury was reported.

Manufacturer narrative:
At the time of this report an evlauation on the device had not been completed. Once an evaluation is complete, a follow-up report will be submitted.